Event description:
The patient experienced a shocking/jolting sensation and pain. She was hospitalized and it was noted she had a "lead problem". A lead revision was performed. Further information was requested from the healthcare professional.

Manufacturer narrative:
.